Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported failed downstream occlusion test, high, which was reproduced. The reported condition was verified. The cause was determined to be force sensor was out of specification which was calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that experienced a failed the downstream occlusion test "on high". The event date and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.